Event description:
Facility alleged that the knee support weld was cracking. It had not broken off. No injury was reported.

Manufacturer narrative:
The account has decided not to make repairs to the lift. Lift is out of service.